Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed a active exhalation control module system pre-test. The technician recommended replacing the trilogy evo 3 way solenoid valve and proportional valve (aecm) to address the issues. In addition, prior to fco implementation, the device failed with an event log error code 384 indicating a sensor pressure mismatch. Fco86600081 follow-up repair to be handled by a philips authorized service provider. The device passed all test. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the system meets the specification for the performed service and is returned to use. Additionally, the suspected solenoid valve and proportional valve were returned to manufacturer receiving inspection quality lab for an active exhalation verification test failure at service. This failure is being investigated. No further evaluation of the parts is required at this time. Box h problem code was updated.

Event description:
A trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, the device failed a active exhalation control module system pre-test,. The technician recommended replacing the trilogy evo 3 way solenoid valve and proportional valve (aecm) to address the issues. In addition, prior to fco implementation, the device failed with an event log error code 384 indicating a sensor pressure mismatch. Fco86600081follow-up repair to be handled by a philips authorized service provider. The device passed all test. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.